Event description:
Withdrawal was reported. The reporter stated the patient was in the hospital over the weekend of (B)(6) 2014. They noted that friday into saturday, the reporter believed the pump ¿spiked¿ and the patient ¿went nuts¿. It was also noted the patient was in the hospital on a ¿marcaine drip¿ and the pump was decreased 75 percent. The reporter also noted the patient had been throwing up, sweating, ¿(B)(6)¿, and had been up a ¿couple nights hurting (B)(6)". The reporter questioned if the issue could have been due to the patient having an old palm pilot on their stomach and then switching information from the palm pilot to the computer. The reporter was redirected to the patient¿s health care provider (hcp). The reporter stated the medication dosage and concentration were working great until the patient ¿went lunatic¿ and tried to escape the hospital and ran around it searching for chewing tobacco plants. The reporter stated they knew the morphine was ¿spiking¿. Then they noted they ¿had a new IV going when I went back in the hospital and it seemed like it went up more". The pump was currently being used to deliver clonidine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer, patient product ID: 8 598a, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).